Manufacturer narrative:
On 7-sept-2021, the investigation on the suspected medical device was updated. Investigation summary (update): leak testing was performed in accordance with mentor procedures, no leak sites and gel bleed were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding ultrasound and mammogram performed on the patient. Mammogram and ultrasound were performed on (B)(6) 2020, due to a hard palpable area in the right breast . Initially, it was reported that ultrasound and mammogram performed sometime in (B)(6) 2020 both indicated right-sided rupture. However, additional information revealed that the mammogram and ultrasound results indicated that the right implant appeared to be intact, and the hard palpable area appeared to be a silicone granuloma. Updated reason for device explant and/or reoperation: granuloma. On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced right-sided capsular contracture (grade unknown). The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided rupture. Ultrasound and mammogram performed sometime in (B)(6) 2020 both indicated right-sided rupture. As a result, the patient underwent explantation on (B)(6) 2020. The event date was estimated as (B)(6) 2020 based on available information.

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed no damage or anomalies. Leak testing was performed in accordance with the mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).